Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run and the triggers jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction elbow surgery, it was observed that the small battery drive device was not working. As a result, there was a ten minute delay in the surgical procedure. An identical spare device was available for use and the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.